Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported emergency room visit for hyperglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient reported that she went to the emergency room for hyperglycemia. Her blood glucose result was "high (>500 mg/dl). She was in the emergency room for 1 1/2 hours and was given insulin. She was not admitted. The pod was discarded.